Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The lens remains implanted; therefore, not explanted. (B)(6). Device evaluation: the lens is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the lens the surgeon found a small particle which looked like a blond hair. Th surgeon removed it using pincers but could not keep hold of it. The material was discarded. No additional information was provided.